Event description:
Baker's cyst [synovial cyst]; redness down the calf of left leg [erythema]; swelling down the calf of left leg [edema peripheral]; knee pain [arthralgia]; fluid build-up behind left knee [joint effusion]; trouble walking [gait disturbance]; burning down the calf of left leg [burning sensation]; needle passed through the pt's knee/medication leaked down leg [drug administration error]; nausea [nausea]; headaches [headache]; dizziness [dizziness]. Case description: spontaneous report received on 07/15/2009 from a male. The pt had a history of osteoarthritis. The pt was previously treated with three synvisc injections one week apart in the left knee approx 5 years prior to this report with no problems. The pt received three synvisc injections in the left knee one week apart, the last of which was given the previous month. During the second injection, the pt reported that the needle passed through his knee and synvisc squirted onto the wall. The pt reported that some medication leaked down his leg and may have entered the tissue. The pt experienced some redness and swelling down the calf of his left leg after the second injection. The pt also had some knee pain. After the third injection of synvisc the same day, the redness and swelling down the calf of his left leg worsened. The pt visited the ER ten days later, and was hospitalized for two days for two days. The pt was treated with an unspecified antibiotic. The pt reported that one of his physicians felt the reaction was due to synvisc and another physician mentioned it was due to a baker's cyst. The pt experienced some fluid build-up behind the left knee, but denied any swelling. The pt was currently wearing a stocking on his left leg and took ibuprofen, benadryl and glucosamine as treatment. The swelling and redness on the left calf was improving some but then would worsen again. The pt also experienced trouble walking, nausea, headaches and some dizziness since the second series of synvisc injections. The pt had an MRI done the following month, but the results were not known yet. The night prior to this report, the same day, the pt experienced some burning down the calf of the leg. The pt planned to follow-up further with his physician. As of the date of this report, the pt's outcome was unk. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.